Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure voluntary MDR/medwatch report number mw5175907, mw5175908 and mw5175909

Event description:
A voluntary MDR/medwatch report was received on 10/08/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. According to a report received via maude, the patient experienced convulsions following a hypoglycemic episode. On or around (B)(6) 2025, the patient received a cgm alert indicating a glucose level of 75 mg/dl. In response, the patient ingested carbohydrates. However, the cgm reading remained unchanged, prompting the patient to perform a fingerstick test, which showed a blood glucose level of 55 mg/dl. A few minutes later, the patient experienced convulsions. Emergency services were contacted by the patient¿s wife, and the patient was transported to the hospital via ambulance. No specific treatment was documented. The duration of the hospital stay was not specified, but it was noted that the patient remained overnight. There was no documentation of further medical evaluation or intervention. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.